Event description:
The pt reported that, while swimming this morning, she noticed the adhesive was starting to come off of her infusion head set. She stated, "this has happened on two other occasions with the same lot number of infusion sites." She mentioned that before she was finished swimming, the infusion head set had fallen out. During troubleshooting, the pt stated that prior to inserting the head set, it appeared to have enough "sticky stuff" to hold it in place and that she pressed on it to ensure it was secure. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.